Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure, difficulty was experienced positioning this left ventricular (lv) lead. When the lead was tested with the pacing system analyzer (psa) noise was observed. The psa cable was exchanged and a new psa unit was used, but the issue persisted. As such, this lead was removed and replaced. No adverse patient effects were reported.